Event description:
User reported 6 false positive results. Negative unspecified additional test. This is report 5 of 6.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00090,91,92,93,95: tests 1,2,3,4,6 of 6).

Event description:
User reported 6 false positive results. Negative unspecified additional test. This is report 5 of 6.